Event description:
It was reported that the patient underwent repositioning of this right ventricular lead a few days after implant due to failure to capture and high thresholds. No additional adverse patient effects were reported.